Event description:
It was reported that the pulse generator exhibited backup vvi. A user download did not restore the device. Telemetry was lost so further troubleshooting could not be performed. The pacemaker was changed out.

Manufacturer narrative:
Na